Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to facility policy a2: age & date of birth: requested, not provided due to facility policy a3a: sex: requested, not provided due to facility policy a4: weight: requested, not provided due to facility policy a5: ethnicity: requested, not provided due to facility policy a6: race: requested, not provided due to facility policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: value analysis coordinator. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: they are having an unknown issue with the tr band. Additional information was received on 16sept2025: oozing was noted immediately upon arrival to cardiac progressive care unit (cpcu), post procedure 2 cc of air was added. Site check at 0930, patient was found to have bleeding and a hematoma. Manual pressure was held and 2 vasc bands were applied. Additional information was received on 18sept2025: there was no blood loss greater than 250cc. The size of the hematoma was not available. The bleeding was noted while the staff was deflating the tr band per protocol. The patient was treated and released in stable condition; however, the length of stay was increased.